Manufacturer narrative:
(B)(4).additional information: this issue is being investigated through CAPA.

Event description:
The facility's pharmacist reported to baxter (B)(4) that an administration set's tubing had separated from the drip chamber. This occurred during infusion. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review could not be performed as the lot number is unknown. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.